Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a locking cap and pedicle screw. During fixation of the locking cap into the head of the pedicle screw, one of the wings and the head on the locking cap broke off and the head of the pedicle screw was damaged. This is report #2 of 2 for the same event.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the present article was checked for conformance to our specifications and was found to be in compliance with the technical drawings and specifications. No abnormal findings were identified. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that too much torque was applied during tightening of the locking cap.

Manufacturer narrative:
(B)(4): review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. (B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.